Event description:
On 3/8/96, attempt was made to place stent, it was never expanded. Stent was not on catheter when the catheter was removed. Unable to find stent. Pt had good peripheral pulses, did well and was discharged. On 3/15/96 pt was readmitted with chest pain. Angiography revealed complete occlusion of rca. Un-deployed, non-expanded stent noted at site of occlusion via angiography. Pt went to surgery and had a successful CABG.